Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pocket revision procedure. The incision was not healing well; the pocket was opened, inspected, and closed again. The procedure went well and the patient was stable pre, during, and post procedure.